Event description:
It was reported that the ilet pump¿s glass screen was cracked, which interfered with the user¿s ability to make meal announcements and coincided with a reported blood glucose of 191 mg/dl; a replacement pump was arranged and shipment of the returned device was tracked. Symptoms included hyperglycemia. Outcomes included no hospitalization, no medical intervention beyond routine self-management, and replacement of the device. Investigation included collection of user complaint details and coordination for return and evaluation of the damaged unit. Investigation of this device revealed physical damage to the display component consistent with a broken or cracked screen that impaired normal user interaction. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external physical impact or handling.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.